Event description:
Revision surgery - due to the patient falling and having a peri prosthetic fracture. The surgeon pulled the original implants and replaced them with new ones.

Manufacturer narrative:
The reason for revision surgery was identified as a periprosthetic fracture after 1.5 months of patient use. The products associated with this event were not returned for examination. A review of the DHR showed one ncmr associated with this product. The revision surgery was completed successfully. There are no indications of a product or process issue affecting implant safety or effectiveness. The root cause for the fracture was most likely the fall, as originally reported.